Event description:
The intra aortic balloon was inserted into the pt on 3/17/1998 at 8:35 p.m. And removed on 3/18/1998 at 8:40 a.m. The intra aortic balloon did not malfunction. A vascular surgeon was consulted. The pt had major ischemia and removal of the intra aortic balloon was required. Also, the pt had a thrombosis and surgery was required. A transfusion was required and the pt needed to have an amputation. (Event complications: ischemia/thrombosis/surgery/transfusion/amputation-reported 6/10. (Pt's current status: discharged-reported 6/10/1998.